Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and the implantable cardiac monitor exhibited intermittent undersensing. The device was reprogrammed and no patient symptoms were reported. The patient would be monitored.